Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 25-SEP-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer disconnected the auxiliary cables and determined that the issue originated from the main drawer assembly, isolated the fault by disconnecting the drawers one at a time and identified drawer 4 as the source of the problem, replaced the drawer 4.1 controller board and drawer module, restoring drawer communication. After completing the repair, performed a full inventory of drawer 4 and confirmed the drawer was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the device experienced a no power condition. The user reported that the machine was not receiving power. Troubleshooting confirmed that the power outlet was functioning properly; therefore, the issue was determined to be associated with the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.